Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device battery lasted less than two years and the patient did not feel like it lasted long enough. It was noted that the left ventricular outputs were set at 6v at 1.0 ms, the right atrial (ra) outputs were set at 2.0v at 0.4ms, and the right ventricular (rv) outputs were set at 2.5v at 0.4ms, with 100% pacing on all three chambers. The device was explanted and replaced. The new device was programmed with lower ra and rv outputs in order to extend battery longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4193 implantable pacing lead, (B)(6) 2008-; 5076 implantable pacing lead, (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.